Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the unit failed the active exhalation pilot reading. The technician replaced the faulty proportional valve (aecm) and 3-way solenoid valve which resolved the issue. The system final test and performance verification were completed successfully. The unit is ready for use and has been returned to the customer.